Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 15 mg/ml hydromorphone at minimum rate. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the pump was in safe state, ¿reset occurred ¿ low battery.¿ the ptm displayed ¿8474.¿ the event date was reported as (B)(6) 2018. Troubleshooting consisted of the logs confirming the events. The rep would contact the hcp to review the desired dose settings. A pump replacement will be planned, the patient is currently in a rehabilitation facility. There were no symptoms reported. There were no further complications reported/anticipated.